Event description:
It was reported that arctic sun device had error 76 (non-recoverable system error-inlet water temperature sensor out of range ¿ low resistance). Per follow up information received via email on 09sep2024, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had error 76 (non-recoverable system error-inlet water temperature sensor out of range ¿ low resistance). Per follow up information received via email on 09sep2024, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a shorted t3 thermistor. The device was evaluated upon receipt. The first step was to replace the tank harness because the servicer had only the information that the temperature sensor has a problem. Nothing about error 76. After that, received error 76 on the display and that means to replace t3 which is in the manifold. Manifold assembly replaced. Tank harness replaced earlier during troubleshooting. Functional check, water replacement, new calibration, est, mtk. Device without error. The issue was corrected after replacing the manifold. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.